Event description:
During the 3 to 11 pm shift in ICU, a loud "bang" was emitted from the monitor. Smoke was observed coming out of the monitor; the pt was immediately taken off this monitor and moved to another room. The smoke detector in the room did not alarm. The pt sustained no physical injuries but was shaken. This same circuit board was replaced 2/94 by the MFR.